Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: accessories for charging from wall outlets, as well as from a computer usb port, are included with the pump. Use only the accessories provided to charge your pump.¿ h3 other text : device not returned.

Event description:
It was reported that the pump was hot to touch while charging and emitted a burning smell. Additionally, the pump battery could not be charged. Reportedly, the customer was using a non-tandem wall adaptor to charge the pump. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.